Event description:
It was reported that during a pfa procedure the faradrive steerable sheath (clear) - ous was selected for use, during preparation, sheath was flushed, and dilator was inserted with no issue. When the sheath was inserted into the patient body, and many bubbles were observed coming out from the side port during aspiration. The sheath was replaced and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
No abnormalities or defects were found on the exterior of the sheath. The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the external and internal valves torn on the inner faces by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath.

Event description:
It was reported that during a pfa procedure the faradrive steerable sheath was selected for use, during preparation, sheath was flushed, and dilator was inserted with no issue. When the sheath was inserted into the patient body, and many bubbles were observed coming out from the side port during aspiration. The sheath was replaced and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.